Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the rigid video scope the image became grayish. And white lines appeared, when turned the thumbwheel. The issue occurred, during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the 3d image had defects or was not displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable was broken therefore caused image issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.